Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a medical record review. The following section of this report has been updated. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during viv of a 20mm sapien 3 ultra resilia in a non-edwards device, tee showed there was severe central valve leak with a wire still across the valve. Before the wire was removed the physicians made the decision to post dilate using the commander system at nominal balloon prep. The central leak was still present post dilation. A second post dilation with the commander system adding +1 cc to the balloon was performed, however severe central leak remained. Since the patient was hemodynamically stable, the decision was made to suspend the procedure and plan out an intervention strategy. Per medical record review, on pod#1 - due to an immobile leaflet and a mean gradient of 30mmhg; a 29mm s3 +1cc was placed in the descending aorta as a "modified hufnagel" procedure to offload heart strain related to the severe central leak of the thv in aortic position. The procedure was successful with no ew device malfunctions nor procedural complications.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u/s3ur IFU was reviewed along with the preparation and procedural training manuals as well as the supplemental viv procedural training manual. Paravalvular leak and valve regurgitation are known potential adverse events. Noted under potential adverse events, 'paravalvular or transvalvular leak' and valve regurgitation. No IFU/training deficiencies were identified. The complaints for were confirmed with provided medical records. A review of DHR, lot history, and complaint history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'tee showed there was severe central valve leak with a savvy wire still across the valve. Before the wire was removed the physicians made the decision to post dilate using the commander system at nominal balloon prep. The central leak was still present. They decided to then post dilate with the commander system adding +1 cc to the balloon. Severe central leak remained after the balloon and wire were removed'. In this case, the central regurgitation was observed after deployment with the guidewire still inserted through the valve. Positioning the guidewire in a way that impedes the thv leaflet's ability to open and close, will result in thv regurgitation. This should resolve when the guidewire is removed. However, there was decision to post-dilate the valve before removing the guidewire. Attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. As such, available information suggests that procedural factors (leaflet impingement due to guidewire, post-dilation) may have contributed to the complaint event. Per medical record review, the index tavr (20mm s3 in a 21mm surgical) was performed. In addition to the central regurgitation and leaflet motion restriction, one of the trifecta valve leaflets was obstructing the left main and 2 stents were placed. There were 2 post-dilations performed on the complaint device including one with (+1cc) above nominal volume. Over expansion of the thv can lead to leaflet motion restriction due to inadequate leaflet coaptation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), during viv of a 20mm sapien 3 ultra resilia in a non-edwards device, tee showed there was severe central valve leak with a wire still across the valve. Before the wire was removed the physicians made the decision to post dilate using the commander system at nominal balloon prep. The central leak was still present post dilation. A second post dilation with the commander system adding +1 cc to the balloon was performed, however severe central leak remained. Since the patient was hemodynamically stable, the decision was made to suspend the procedure and plan out an intervention strategy. Additional information obtained from salesforce notes that a 29mm valve was implanted in the descending aorta to offload heart strain related to the severe central leak of the thv in aortic position.

Manufacturer narrative:
Investigation is ongoing. Device not returned.